Manufacturer narrative:
It was initially reported that the seat could no longer support patient weight. However, the investigation determined that the damage to the seat was cosmetic only. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported by service report that the seat would not hold weight due to a damaged seat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the seat would not hold weight due to a damaged seat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.